Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(4). The last repair was on (B)(6) 2009, for a similar issue. The inspection found that the device had normal wear and tear and device operated normally. The zero thickness level was out of specification. All other calibration settings were within specifications. Unable to determine a cause of the reported complaint. This device was out of calibration, it would not have contributed to the cause of the reported complaint. All other performance specifications for this device were met. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome took an uneven skin graft.